Event description:
Contact reports the tip of the x20 driver shaft sheared off in a cross connector setscrew during final tightening. The tip could not be retrieved and remains in the set screw in the pt. Hand tightening the remaining setscrews.